Manufacturer narrative:
Hill-rom technical support suggested isolating the foot controls and power supply board to see where the issue followed. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Hilow motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the bed. If the bed does not fully raise and lower, calibrate the bed position sensor. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Make sure the bed not down led lights up on the control pendant and goes out when the bed is in low position. Replace the defective motor(s) in the event of a malfunction. Troubleshoot in the event of a doubt. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account will replace the appropriate part to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed raised on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).